Event description:
It was further reported that target lesion 3 was 80% stenosed and had a 2.5 mm vessel diameter. Residual stenosis was 0% for all target lesions after implantation. Greater than 70% residual stenosis, plaque shifting and haziness in the lad were noted. The patient presented to the hospital 120 days post arrive 2 enrollment with unstable angina shortness of breath. ECG revealed anterior wall ischemia, which was different than the patient's previous ECG. Cardiac catheterization 121 days post index procedure revealed that the lmca was patent. The previously placed mid lad stent had intraluminal haziness in the mid part, 70% proximal in-stent restenosis and 70% eccentric plaque formation proximal the stent, and ostial borderline stenosis of the diagonal stent. The lcx was patent, the rca was patent, and the lvef was 50-55%. Angioplasty was performed and a 3.5 x 15 mm cypher stent was deployed in the proximal lad overlapping the previously placed stent. No signigicant residual stenosis was noted. The patient was discharged on plavix and asa.

Event description:
Clinical study: it was reported that 121 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the proximal left anterior descending artery (lad). The index procedure treated three lesions to help alleviate a myocardial infarction (mi). Target lesion 1 was a 2.5 mm vessel diameter, 99% stenosed, ostial bifurcation of the 1st diagonal artery. Target lesion 2 was 2.5 mm vessel diameter, 80% stenosed, bifurcation of the mid lad. Target lesion 1 and 2 were both 10.0 mm in length. The physician performed the trouser fashion technique on the two target lesions. Target lesion 1 was predilated prior to the successful placement of one taxus express2 8.8% 2.5x12mm. Target lesion 2 was direct stented with on taxus express2 8.8% 2.5x 12mm drug eluting stent. The kissing balloon technique was performed to post dilate the deployed stents. Target lesion 3 was a 3.0mm vessel diameter, 70% stenosed region of the proximal lad. The target lesion was 7.0mm in length, and was being treated for a dissection that occurred as a procedure complication. The dissection was grade a and was just proximal to a previuosly placed stent. The physician direct stented the lesion and with one taxus express2 8.8% 3.0x8 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment and overlapped the previous stent by 3.0mm. The pt was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the proximal lad 121 days post index procedure to alleviate focal in-stent restenosis. The hysician treated the target lesion by performing plain old balloon angioplasty (poba), and placing one johnson & johnson stent. The pt was discharged from the hospital one day post tvr. In the opinion of the physician there was probable relationship between the taxus stent and the tvr.